Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the pedicle during laparoscopic cystectomy, the surgeon was unable to press the green butt on but was able to squeeze the handle, and the device did not fire. The same event happened twice. Another handle was used to complete the case. There was no patient injury.